Event description:
It was reported that revision surgery of the right hip was performed due to failure of the devices and periprosthetic fracture of greater trochanter. Osteolysis reported noted around acetabular and femoral components during revision. Necrotic tissue measuring 15x10x3cm removed during surgery.